Event description:
Dialysis 3 x week via right jugular permacatheter. Pt has had difficulty with dialysis access. Pt was noted to have a fracture in their catheter with leakage of blood and sucking of air. Dialysis was stopped immediately. The catheter was identified after making a transverse incision at the base of the right neck. The catheter was dissected from the surrounding scar tissue. The catheter was extracted without difficulty.